Event description:
It was reported that low draw occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "all tubes would fill slowly and then quit filling like not enough vacuum. My blood draw folks have reported that they have had some issues filling the ssts (7.5ml). Not a consistent problem ¿ about 3 in the last 37 blood draws. Are there any notices/alerts/recalls with ref 367987; lot 9029645?" 2 occurrences were reported to have occurred on 06/27/2019. 1 of 2 complaints.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that low draw occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "all tubes would fill slowly and then quit filling like not enough vacuum. My blood draw folks have reported that they have had some issues filling the ssts (7.5ml). Not a consistent problem ¿ about 3 in the last 37 blood draws. Are there any notices/alerts/recalls with ref (B)(4); lot 9029645?" 2 occurrences were reported to have occurred on (B)(6) 2019. 1 of 2 complaints.